Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, damaged rear housing, cracked battery door, and a worn uso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device did not recognize the cassette. The event occurred during testing, there was no patient involvement.